Event description:
A male patient underwent aaa repair on (B)(6) 2011. The patient's anatomical form was suitable for the procedure. When the physician attempted to advance the top cap inner cannula to deploy the suprarenal stent, resistance was encountered and the inner cannula didn't move. Eventually, the inner cannula moved when it was advanced with a little vibrating. The patient's condition is unknown since it is not provided by the reporter.

Manufacturer narrative:
Patient outcome was not provided by reporter. Difficulty releasing the top cap is not specifically addressed in the IFU. Delivery system including sheath assembly and sub assembly were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the end user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the instructions for use for the main body graft states: "read all instructions carefully. Failure to properly follow the instructions, warnings and precautions may lead to serious consequences or injury to the patient." Specifically, the IFU lists key anatomic criteria that, if followed, could prevent this failure mode from occuring. All trained physicians have access to a physician's reference manual that lists troubleshooting techniques if this failure mode is to occur. Controls are in place for the soldering process ensuring the barbs, on the suprarenal stent, have the correct amount of solder and correct amount of spacing between the stent struts and barb wire. The returned device was examined by internal personnel. The following was observed during the course of the investigation: the top cap of the device was dissected lengthwise for examination. Scratches were noted on the interior of the top cap. The proximal end of the threaded cannula and tapered tip section of the delivery system were also dissected lengthwise for examination, no notable findings were found. The collet of the pin vise appeared to be discolored, possibly due to corrosion. It is possible that this occurred after use and exposure to bodily fluids and other fluids used during the procedure or during decontamination. A definitive root cause can not be determined at this time. However, engineering is... We will continue to monitor for similar complaints.